Manufacturer narrative:
The device was explanted and was replaced with another boston scientific ICD. No adverse patient effects were reported. The explanted device has not yet been returned for laboratory analysis. This report will be updated when additional information is received.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Manufacturer narrative:
The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) earlier than expected. The monitoring voltage was 2.76v with a charge time of 19.7 seconds. Technical services discussed that the extended charge time limit for this device was 18.9 seconds and that the eri was triggered due to charge time. This device was included in the mid-life display of replacement indicators advisory population and appeared to be exhibiting the advisory behavior.

Event description:
--